Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 3.00x24mm liberte bare stent was expanded at the anterior descendent coronary artery. The stent delivery balloon was deflated and removed and upon removal found that the shaft of the device was broke in two pieces. The break site was outside of the patient's body and the balloon portion was able to be removed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the liberte bare was received in two pieces. The break was located approximately 24.6cm distal to the strain relief. Examination identified kinks at various locations along the length of both sections. A microscopic examination of the break site found that the break occurred as a result of a severe kink in the hypotube. The kinks and the break are consistent with excessive force applied to the shaft. Examination of the balloon found that the balloon had been inflated and was not refolded. No further damage noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 3.00x24mm liberte bare stent was expanded at the anterior descendant coronary artery. The stent delivery balloon was deflated and removed and upon removal found that the shaft of the device was broke in two pieces. The break site was outside of the patient's body and the balloon portion was able to be removed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).